Event description:
It was reported that during a thyroid procedure while testing the device, the blade fell off of the device. There was no patient involvement. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.